Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient needed to get their ins removed. The patient recently had a back surgery (unrelated to device/therapy) and the hcp at their pain rehab program wanted to put another scs device in the patient. It was noted that the patient's ins has not worked for 1 year. The patient was to follow-up with their hcp. No patient complications were reported.